Manufacturer narrative:
Additional concomitant medical products: d314drg ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise, and electromagnetic interference due to faulty wiring of the patient's washing machine. The lead remains in use. No patient complications have been reported as a result of this event.